Event description:
It was reported that during surgery, the unit was not sharp enough and did not mesh through graft. It was confirmed that the unit would not be sent for repair. There is unknown patient impact or delay reported. Due diligence is complete and no additional information is available at the moment. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6 and h11. A review of the most recent repair record is not possible the unit was returned for service. Therefore, no assessment or repair was performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the unit was not sharp enough and did not mesh through graft. There is no patient impact or delay reported. Due diligence is in progress and no additional information is available at the moment.